Event description:
It was reported that a gradual increase in pacing impedance measurements on the right ventricular (rv) channel was observed with some recent measurements greater than 2000 ohms. All other lead diagnostics have remained stable. This rv lead remains in service and the patient will continue to be monitored. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).